Event description:
It was reported that patient noticed that the pain was not as well controlled. A dye study was attempted but they were unable to aspirate catheter. During replacement surgery the old catheter was dissected and sludge was found at tip indicating catheter occlusion; the catheter was replaced. Patient sustained no injury; recovered without sequel. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Analysis of the catheter (B)(4) revealed a dark residue occlusion in the dispensing holes. The returned catheter was received in pieces with the most distal portion with the dispensing holes having been dissected longitudinally by the customer. Inspection of the returned pieces prior to decontamination revealed a small piece of foreign material in one of the dissected pieces. It was determined that the material was associated with the drug used in the pump. Also of note were a tear in the cup of the sc connector and an atypical bend in the catheter near the sc connector. No leaking was seen during testing so the tear was not significant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.